Manufacturer narrative:
The device was received in the not deployed state; the pink slide insert was not visible through the viewing window of the top housing. Upon opening the device, it was observed that the plunger was at the starting position and the clutch spring was not engaged. The download data indicates the pod was deactivated before priming could commence. The cause of the deactivation could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 250 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found cannula had not deployed as intended.